Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent and kinked infusion cannulas. Blood glucose elevated to 500 mg/dl, and normal blood glucose is under 200 mg/dl. Pt delivered insulin injections to treat hyperglycemia. There were no issues with the preparation, insertion, or removal of the infusion sets. There was no insulin leakage. Insertion device was used to insert the headsets. This occurred more than one time and first happened in (B)(6) 2010. No product was requested for eval. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.